Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac vein the pta balloon allegedly got stuck inside the sheath during retraction. The balloon and sheath were removed together as one unit. Another sheath and balloon were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon to be stuck in the users introducer sheath. The distal portion of the balloon was protruding distally from the sheath, and the distal end of the sheath was noted to be flared and the sheath was found to be buckled. Therefore, the investigation is confirmed for sheath-related retraction issues. The definitive root cause for the identified retraction issue could not be determined based upon available information. It is unknown if procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the iliac vein the pta balloon allegedly got stuck inside the sheath during retraction. The balloon and sheath were removed together as one unit. Another sheath and balloon were used to complete the procedure. There was no reported patient injury.